Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified. Codes were previously filed with follow up #1.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (b)(6 2017 or the days surrounding. User does not utilize the cgm option of the t:slim g4 pump. There was only one bolus request made in the early morning hours of (B)(6) 2017 for 4 units of insulin, and the user did not enter current bg level. There was interaction with the pump screen and the pump was unlocked prior to the bolus being requested. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump delivered two boluses without the customer requesting. Reportedly, the pump delivered 4 units at 1:19 am and 10 units at 2:50am. There was no reported impact to the customer's blood glucose level as the customer had not tested. Review of the pump data logs by tandem technical support determined that the customer had unlocked pump and requested a 4 unit bolus that was successfully delivered. In addition, review of the pump data logs did not show a 10 unit bolus delivered at 2:50am as reported by the customer. Reportedly, the customer believes the findings are false and stated they did not unlock the pump or request a bolus. The customer had been using manual injections as insulin therapy.